Event description:
It was reported that a blow-out of the vena pulmonalis during a pneumonectomy. After vena pulmonalis was stapled a total blow out. All staples were open. The patient died in the operation room. Surgeon confirmed that the issue occurred after the initial surgery (detubed him already), but patient was still in the operation room.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was received: what was the indication for surgery? Did the patient receive any pre-operative radiation or chemotherapy? Was the pulmonary vein completely skeletonized and transected without associated structures? Is it possible there were any calcifications within the vessel? Was it confirmed that the tissue to be cut was completely proximal to the cut line with no extraneous tissue between the jaws distal to the cut line? Were there clips used in the procedure near the transection site? Could more detail be provided regarding the shape of the ¿open staples¿? Will the device and cartridge be returned for analysis? The word attachment says it will not be returned; however, the ecm file says the device will be returned. Is the surgeon interested in speaking with ethicon engineering and medical personnel? If so, please provide 2-3 different thirty minute windows of availability for a call. Procedure: open lobectomy and converted to open pneumonectomy. Description of issue: third patient of the day. Beginning at 13.20, end of surgery was at 3.45pm.. The resuscitation setting around, 4 pm. 17.05 pm patient pronounced dead. 17.45 patient out of or. 17.15 team meeting, case discussion in another surgery room. Team changed at the end of the day. Operation performed by one team, CPR setting by second team. After stapling the vena pulmonalis and artery pulmonalis with the pvs extra pericardial. There was enough space for positioning the pvs. A gland resection was performed and other things were done. Until then, dry and an uncomplicated surgery. There was no tension on the vena pulmonalis during stapling. 15 seconds were waited before firing the trigger. The vena pulmonalis did fit perfect in the jaw of the stapler. The vein wasn't infiltrated and there were no signs of an infection. Patient closed, over lifted to the normal bed, woken up and detubated, coughed a few times and then went into haemoshock. CPR setting + opening thorax. Pulmonary vein hemorrhage was discovered. Difficult resuscitation setting with desperation because it was not possible to resuscitate and suture at the same time. Blow-out of vena pulmonalis and staples were half open. Following the surgeon this could happened because of the increase of intravascular pressure. The tissue wasn't ruptured out of the staple line. After a while, the patient seemed stable enough to return to the table, but collapsed again. So the whole setting happened in the patient's bed, not on the or table. The patient died in the operating room. Afterwards, the entire team sat together to discuss the case. The stapler and reloads aren't kept and have been binned. Also the staple line on the removed lung hasn't been kept by the pathologist. How long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? Two hours. Product code: stapler: pve35a. Reload: vasecr35. Lot number: stapler: most probably the v94w3x. Reload: 692a40. Quantity involved: 1xpve35a and 2xvasecr35. Patient info: gender: male. Date of birth: 74 years old. Medical history: 5-6 cm central tumor with other co-morbidities. No images or other footage being taken because it was an open procedure. What was the indication for surgery? Open lobectomy and converted to open pneumonectomy. Did the patient receive any pre-operative radiation or chemotherapy? No. Was the pulmonary vein completely skeletonized and transected without associated structures? Unk. Is it possible there were any calcifications within the vessel? No, following the surgeon. Was it confirmed that the tissue to be cut was completely proximal to the cut line with no extraneous tissue between the jaws distal to the cut line? Yes, this was confirmed by the surgeon today. Were there clips used in the procedure near the transection site? Unk. Could more detail be provided regarding the shape of the ¿open staples¿? See prv aei. During a pneumonectomy the pulmonal vein was dissected with a powered vascular stapler; the staple line looked inconspicuous and regular; afterwards an around 45min lymph node dissection was performed; after closure and extubating the patient went into hemorrhagic shock which led to resuscitation and immediate revision of the thoracotomy; the surgeon reported that the staples were not torn out but halfway bent open. The surgeon is a frequent and long-term user of the device and uses the devices as intended. Neither the stapler nor the cartridges could be retained. The lot numbers are included in the complaint form. The will be no post mortem examination of the patient. Was the surgeon offered a call with ethicon medical and engineering? We discussed with the local team that we will offer this after the holidays of the doctor. If the surgeon is interested in a call it would be great to propose 2-3 options for a global call - will follow up with you once he has spoken with dr (B)(6) after her holiday. Is it the surgeon´s standard practice to use this device in this particular open procedure? Normally she performs vats and then the pvs is her regular device. I expect that, this is also the reason she picked the pvs for this case although it was an open procedure. But we can double check. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2022. Additional information requested and the following was received: is the surgeon interested in speaking with ethicon medical and engineering to discuss the event? We did not receive back any reaction on this.